Event description:
It was reported that caller experienced cartridge alarm 30 in past and later contacted support about recurring concern. There was no adverse impact to the customer¿s blood glucose level. Customer independently loaded new cartridge as done previously, successfully resumed insulin therapy, and issue was considered resolved, with no additional product lot information available. Cts to replace pump. Customer will continue to use current pump.